Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that the integrated electro surgical generator unit (iesu) cut out as the surgeon went to sit at the console. The intuitive surgical, inc. (Isi) clinical sales representative (csr) attempted to walk the customer through setting up a third-party generator, but the site opted to convert to a laparoscopic procedure. There were no reports of patient injury. Isi followed up with the csr and obtained the following additional information: the reported issue occurred before the procedure started, but it was unknown if the ports had been placed by that point. There was no additional information available.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the integrated electro surgical generator unit (iesu) was not functioning, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noticed that there was an "energy device conflict" message on the console screen. The fse noticed that a cable was connected to one of the oriio energy ports. The port had a red light lit. The fse removed the cable and the error message disappeared. The iesu began to respond when the console foot pedals were pressed. The system was tested and verified as ready for use. The complaint regarding the iesu not functioning was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause of the iesu not functioning is attributed to improper customer setup. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.